Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was followed in clinic and was monitored for increasing impedance on the lead. Patient¿s heart failure condition was also worsening. Externalized conductors were observed upon fluoroscopy. Lead fracture was also noted. The patient did not experience any adverse event due to lead issue. Lead was capped and replaced on (B)(6) 2016 during device upgrade procedure. The patient remained asymptomatic post-procedure.